Manufacturer narrative:
Evaluation summary attached is a correction to previously provided evaluation summary. (B)(4).

Manufacturer narrative:
UDI no: (B)(4).

Event description:
It was reported that a surgery was extended by more than 30 minutes due to incorrect block alignment. The surgical team had to release the ligaments to complete the surgery.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).